Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.the bottle of test strips was returned to qa. The expiration date on the bottle was confirmed to be 03-2013. Further testing was not performed because they were expired. The strip carton was not returned. A retention sample was examined and noted to have the correct lot# and expiration date on both bottle and carton. A review of the supplier's packaging records indicated cartons and bottles had the correct expiration date of 2013-03, and lot# of dw1cc3b11.

Event description:
A customer from (B)(6) reportedly purchase a bottle of contour test strips and noted the expiration date on the bottle label was 2013-03 while the expiration date on the outside box was 2013-10. There is the potential for the customer to use expired test strips. No adverse event was alleged. The test strip bottle was returned for evaluation.